Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the patient's ipg had become depleted. As a result, the patient's ipg was explanted and replaced to provide resolution.

Event description:
Additional information gathered via follow-up revealed the patient received an end of service message prior to their ipg being explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.